Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they have experienced unexplained high blood glucose. Customer's blood glucose was 428 mg/dl at the time of incident. The customer indicated that the basal rates were changed two months ago. Troubleshooting found that the pump is working as designed and customer was advised to call back when they receive a tubing clamp for mor troubleshooting. The customer was also advised to change entire set, reservoir and insulin and follow up with doctor regarding the high blood glucose.